Manufacturer narrative:
Cause investigation and conclusion: a request was sent to the physician to further clarify the incident. The answers are captured in the event description. A review of the manufacturing records indicated the device met pre-release specifications. Neither images (pre-, intra-, post-procedural) enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. An adverse event appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. In the instruction for use the following is stated: the possibility that subsequent interventional or open surgical repair may be required after initial endovascular repair. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
The date the stent graft induced new entry (sine) tear occurred could not be obtained. Therefore the date of the reintervention was used as a best estimate as the date of the event. The gender of the patient was not disclosed to gore. Reportedly the sine occurred proximal to the gore devices. The device placed most proximal could not be identified. Therefore one of the implanted devices was used for reporting purposes, the other device is listed as relevant associated device used with the device being reported on in section h10. D10 concomitant medical product: gore® tag® conformable thoracic stent graft with active control system (serial number (B)(6), catalog tgm343420e) h6-code b13: a request has been sent to the physician to further clarify the incident. The answers are captured in the event description. It was reported to gore that no imaging of the patient (pre-, intra-, post-procedural) is available for evaluation. H6-code b20 and h3-other: the devices remains implanted in the patient. Therefore device evaluations could not be performed. H6-code b14 and c21: the manufacturing records are being reviewed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on may 25, 2023, the patient presented with a type b dissection that was treated with two gore® tag® conformable thoracic stent grafts with active control system. On an unknown date the patient presented with a stent graft induced new entry (sine) tear proximal to the stent grafts which has led to a dissection of the aortic arch. Reportedly no false lumen growth was observed. The patient was treated with ascending aorta and partial aortic arch replacement the same day. Reportedly the patient recovered from the intervention without sequelae.